Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2004; addr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead warning occurred for low impedance with the right ventricular (rv) lead. The rv lead programming was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead, and it was not obstructed.